Event description:
It was reported to boston scientific corp that an ultraflex esophageal stent was used during a duodenal stenting procedure performed in 2008. According to the complainant, a pt presented with a duodenal ulcer; however, alternative modalities were unsuccessful and the pt was too weak at this stage to undergo surgery. The physician decided to place an ultraflex covered esophageal stent in an attempt to cover the ulcer. His first attempt four days earlier was unsuccessful and the stent was explanted (the subject of MFR report # 3005099803-2009-05467). This physician's second attempt (the subject of this report) was successful. In 2009, the pt returned to the hosp and presented with subileus. An x-ray revealed the stent had migrated to the ileum and created an occlusion. The stent was surgically removed. Only a small incision was required. The pt's condition at the conclusion of the procedure was reported to be fine. The physician was aware that these devices were used off-label. However, the physician credits this stent with saving the pt's life.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.